Manufacturer narrative:
The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
Per USA specialty device request form, the patient had primary total knee on (B)(6), 2011. It has since been discovered the patient has a cement allergy. Per email communication, it was reported that "the patient is allergic to the bone cement. The bone cement that was used in the initial procedure was palacos. They are working on an estimated surgery date of (B)(6) 2015 and they have not chosen a hospital yet. The reporter would try to send medical records and more information when he sees the surgeon again." Patient has cement allergy. This was a patient matched implant (pmi) request regarding a patient with cement allergy. Zimmer biomet investigator reached out to the sales representative and discovered that this is regarding palacos cement. No specific palacos cement was mentioned in the USA specialty device request form or the email communication, so the product has been assumed as palacos r 1x 40g single, till further information is obtained. The date of awareness was unavailable at the time of complaint origination, it has been assumed same as the complaint receipt date till further information is received. The date of occurrence has been entered as the date the initial procedure had been performed ((B)(6) 2011).

Manufacturer narrative:
The customers reported event is a request for information on palacos bone cement for documentation on a ¿USA specialty device request form¿. The reported event was that the patient had a cement allergy from a procedure that occurred on (B)(6) 2011. The request did not identify a specific product or provide a production lot number. Since no product or lot number was identified and with just the available information no fault and/or root cause can be determined. If additional information becomes available this complaint will be reopened. No recommended actions; the severity and frequency do not warrant further actions. Issue is trended by quality reports.